Event description:
It was reported that t:slim x2 pump battery would not charge and pump history showed power source alert while customer was using tandem charging cable with third-party wall adapter connected to working outlet. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into known working outlet for at least 30 minutes, after which pump began charging using original supplies, and technical support arranged shipment of replacement wall adapter, advised customer to use third-party charging supplies only when directed for troubleshooting, and no further assistance was required.